Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose of 527 mg/dl. Customer treated with bolus of 10 units with the insulin pump. Customer had symptoms of high blood glucose and was very thirsty. Troubleshooting was performed and the pump failed the high pressure test twice. Customer had 61.8 units left. Caller stated that they did not actually put the tubing in the clamp all the way for the high pressure test. Caller was advised that it is the only way for the test to be done correctly. Caller stated that her husband is sleepy and does not want to change the set. Customer was advised that the pump was working as designed.